Manufacturer narrative:
(B)(4). Date sent to FDA: 03/29/2021. H3 analysis summary: an opened box with seven unopened samples was returned to ethicon inc for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned samples determined that seven unopened samples of product code sxpp1b415 were received for evaluation. The packets were opened and during the visual inspection of the needle/suture was correctly placed on the winding former, the swage and attachment area was noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects or damage on the suture could be observed. The sample was retired on 30 days (1 month) after surgery at this time the absorption on the suture was correct since the stratafix¿ symmetric pds¿ plus device is completely absorbed by 210 days (7 months) post-implantation. A manufacturing record evaluation was performed for the finished device batch qdbell, sxpp1b41513 and no non-conformances were identified. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ = 2360 g/m. Related medwatch reports: 2210968-2021-01969, 2210968-2021-01970, and 2210968-2021-01971.

Manufacturer narrative:
Product complaint #: (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength ¿ 2360 g/m. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the customer has recovered unused units of the lot number qdbell form the impacted operating room. The customer is not sure that this is the impacted lot. Additional information received from the customer : I observed at the end of 2020 and the beginning of 2021, when I saw again one month after the hysterectomy by laparoscopy, the patients in whom I had performed the vaginal sutures with stratafix, that the thread was visible vaginally, it appeared to be excluded from the vaginal suture. There was no revision, new intervention or delayed healing, but this had not happened before, I thought the thread was resorbed locally. Has the surgeon observed any defect or abnormality in the suture before, during or after its use in the patient? After its use unabsorbed thread and released from the vaginal suture. Was medical or surgical intervention necessary (product withdrawn, reoperation, steroids, antibiotics, prescription drugs)? If yes which one ? No. Was medical / surgical intervention necessary due to postoperative bleeding? No. Could you please provide the initial date of the procedure, as well as the date the patients were seen? Several patients between 2020 and 2021 at 1 month post-intervention. Related medwatch reports: 2210968-2021-01970, 2210968-2021-01971.

Event description:
It was reported that a patient underwent a hysterectomy on an unknown date and barbed suture was used. The thread did not resorbed and was rejected by the body when seen by surgeon 1 month after the surgery. The impact to the wound was bad scarring and the duration of post-op bleeding. No serious consequences for the patient. Additional information was requested.